Manufacturer narrative:
New information was received from the customer on 2026-02-17 that the pressures were zeroed while the hls set was dry and no visual damages were observed on the hls set. The customer confirmed that the cardiohelp is not the fault, as when the cardiohelp was used on another hls set on a later point, no fault occurred. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complain ID (B)(4).

Event description:
The event occurred in germany during priming. It was reported that the customer found a abnormality of the pressure values. The hls set was primed according to the instruction of use. After the priming procedure was finished, the pressure reading issue occurred. The customer tried to zero the pressure values, without success. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number: 701069073.